Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via the manufacturer representative (rep). The cause of the erroneously placed leads was not known, and no actions had been taken at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4).product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported the patient did not have efficacy from the operation and battery settings. The patient got a new doctor in 2018 due to the lack of efficacy. The new doctor informed the patient the electrodes were erroneously placed during the previous operation, and thus the treatment determined during the previous procedure was changed. The patient could not find a physician who could find a remedial solution. No further complications were reported.